Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported error by review of the error log. The fse was also able to reproduce error 4039 wash.probe home not found error by restarting the analyzer. The fse suspected the error was caused by dust. The fse cleaned the wash probe home sensor, then ran a daily check and quality control (qc) with results within acceptable range and no errors recurring. No further action required by field service. The aia-360 analyzer is operating as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 operators manual under section 7-1: list of error messages states the following: error message: 4039 wash.probe home not found. Description: the home position of the bf probe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. Error message: 5026 washer task error. Description: bf washing task execution error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. Error message: 5022 specimen task error. Description: specimen arm task execution error. Troubleshooting: turn the power off and on again. Send the printed error report to tosoh local representative. The most probable cause of the reported event was due to a dust or dirt problem with the wash probe home sensor, cause traced to maintenance.

Event description:
A customer reported 4039 wash.probe home not found error, 5026 washer task error, and 5022 specimen task error during patient processing on the aia-360 analyzer. The customer attempted to reboot the analyzer prior to calling technical support specialist (tss). The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.